Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, high ventricular lead impedance and high threshold were noted. The patient did not receive inappropriate therapy due to this event. The lead was capped and replaced. The physician stated that the coil seemed to be damaged. The patient is in stable condition.